Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he experienced a hypoglycemic event. Due to a sensor failure displayed on his cgm, patient was not receiving dexcom cgm readings at the time of incident. Patient's father called neighbor to check on patient. The neighbors called the paramedics. The paramedics arrived at approximately 1:30pm, and administered a glucose IV to patient. At the time of his call to technical support, patient reported being in fine condition.